Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was unable to be interrogated and that there was a message of incompatible software. It was noted that the device had a magnet response of 85 beats per minutes and was av pacing. The device remains in use. No patient complications have been reported as a result of this event.